Event description:
Boston scientific received information that during a follow up out of range pacing impedances were noted on this right atrial lead. The device was replaced in 2010 and the out of range measurements had not occurred until two years after implant in (B)(6) 2012. During real time telemetry there as intermittent low amplitudes noise on the atrial electrocardiogram but no oversensing. The patient had several episodes of nonsustained vt as well as one episode of rapid monomorphic vt which was successfully terminated with one burst of atp in the vf zone. There was no evidence of noise or oversensing on the atrial electrocardiogram during this episode. The physician was satisfied with the lead values and decided not to evaluate this right atrial lead further. No adverse patent effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.